Event description:
Additional information received 30apr2025 as follows: patient allegedly received a cook celect filter via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava and organ perforation, thrombosis, and device embedment. Patient notes and further alleges experiencing limited physical activity, dvt x 2 post filter implant, depression, anxiety, pain, emotion distress/mental anguish. Per a report from computed tomography (CT): "filling defect measuring 3.3 x 2.6 x 3.4 cm in the proximal inferior vena cava/right atrium is suspicious for thrombus. Cook celect type inferior vena cava filter with extravascular main limbs, 2 of which may be embedded in the nearby vertebral body. A filling defect is present within the filter. Severe narrowing of the distal inferior vena cava with development of transabdominal and cross pelvic collaterals likely representing chronic distal inferior vena cava thrombosis".

Manufacturer narrative:
Corrected information: d3 (email), g1 (contact info). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: depression, anxiety, pain, distress, limited physical activity. Unknown if the reported depression, anxiety, pain, distress, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged celect is manufactured and inspected according to no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/vena cava (vc) perforation, embedded, thrombus, stenosis, tilt, filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a select inferior vena cava (ivc) filter on (B)(6) 2009. Approximately 13 years and 4 months later, the patient underwent a computerized tomography scan ("CT scan") of abdomen and pelvis because of a right atrial mass concerning for a thrombus from the inferior vena cava (ivc). The computerized tomography (CT) scan showed the filter tilted with apex against the caval wall. It further showed multiple struts perforating the inferior vena cava (ivc) with struts abutting the aorta, duodenum, and vertebral body. It was additionally noted that a filling defect was present within the inferior vena cava (ivc) filter, and the main legs of the filter were extravascular in location with the most medial leg retroaortic and associated with a vertebral osteophyte. The posterior limbs appeared to be embedded within the adjacent lumbar vertebral body. There was also severe stenosis of the inferior vena cava (ivc) just below the inferior vena cava (ivc) filter. Hospital and medical records have been requested but not yet provided.